Manufacturer narrative:
Results: the complaint was confirmed. As received, the silicone antenna cover of the ipg was cut; however, the returned ipg passed all functional testing. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2007. It was reported on (B)(6) 2011, while adding add'l scs leads for cervical pain, the physician replaced the ipg due to concerns that the existing ipg was compromised during the procedure.